Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. There was no excessive no delivery alarm noted. All operating currents are within specification. The pump was received with a cracked reservoir tube lip, a severely scratched display window, and a cracked case at display window corner.

Event description:
The customer reported via phone call that she had a no delivery alarm yesterday. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer also reported that she had scratches on the insulin pump screen. Customer's blood glucose was 367 mg/dl at the time of the incident. Customer stated that her health care professional also could not read the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.